Event description:
As reported, in 2003 this pt was treated with a gore excluder aaa endoprosthesis. A follow computed tomography scan on an unk date revealed aneurysm sac enlargement. Further investigation is being conducted.